Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by perfusionist that the pt's death was due to a massive head bleed that was unable to be reached following a craniotomy. The pt was pronounced brain dead and all devices were terminated on (B)(6) 2013. It was noted that the death was not pump related. It is suspected the pt had a clots her vad, which is indicated by elevated lactate dehydrogenase (ldh) levels (700-800) and abnormal ramp study, however no anomalies were noted which would cause a device malfunction or parameter changes. The pump was explanted on (B)(6) 2013, no autopsy will be performed.

Manufacturer narrative:
The explanted device was returned to MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.